Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient provided their weight info. Stated they went to charge the battery and it would not take the charge. Patient tried charging it various days and everything the rep told them. The issue was not resolved and patient did not want it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it just stopped taking a charge. Patient stated they are still in contact with a rep and trying to work. Patient stated this is their 3rd device they had explanted and do not want another. Issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that the patient¿s ins ¿stopped working¿ in 2015. The hcp didn't know what stopped working meant. No further complications were reported.